Event description:
The usb serial cable was received for analysis, which was completed on 02/04/2016. The cause for the event was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that he was receiving the error message "unable to open port" while using his tablet. The tablet usb serial data cable was swapped with a new data cable and the issue resolved. The tablet usb serial data cable has not been received for analysis to-date. No additional relevant information has been received to-date.